Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip arthroplasty on (B)(6) 2011 subsequently, the patient was revised on (B)(6) 2015 due to alleged pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately four years post-implantation due to allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately four years post-implantation due to allegations of pain, elevated metal ion levels, metallosis and trunnionosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.